Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the patient left the procedure room, high capture thresholds, low sensing, and a significant change in impedance were observed. The lead was explanted and replaced. The patient was recovering.

Event description:
New information received notes that prior to the procedure, lead dislodgement was observed. The patient was stable after the procedure.